Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarm noted. The device did function properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for failed battery. Blood glucose reading was 114 mg/dl. Troubleshooting was performed. No anomalies were found and alarm occurred again after troubleshooting. Cautioned the customer to not leave the battery outside of the insulin pump for longer than 10 minutes. Advised that the insulin pump will be replaced. Nothing further reported.